Manufacturer narrative:
Medical device expiration date: unknown. Lot #: batch 1069888 does not exist for material number (B)(4). Device manufacture date: unknown. Investigation summary; bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was, observed, however, the luer-lok access device (llad) was used with a non-bd blood collection tube. The competitor containment device (blood collection tube) used in conjunction with our llad and other acquisition products sometimes is incompatible due to the design of the closure of the tube. Other stopper designs in rare cases can trap the llad sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and 12 by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder pre-attached multiple sample, the device experienced blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter. The customer stated: the customer reported about blood leakage occurring with the use of luer lock access device